Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements up to 130 ohms. No troubleshooting has been performed, and no actions or interventions were planned or performed. No adverse patient effects were reported. The lead remains in service.